Manufacturer narrative:
Sec h6: evaluation conclusion codes corrected from d14 no problem detected to d1002 adverse event related to procedure.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device required two full recaptures and one partial recapture due to difficult patient anatomy. While trying to reposition the device, a kink occurred on the distal end of the was. The procedure was completed with a different was and no patient complications were reported.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device required two full recaptures and one partial recapture due to difficult patient anatomy. While trying to reposition the device, a kink occurred on the distal end of the was. The procedure was completed with a different was and no patient complications were reported.